Manufacturer narrative:
Concomitant medical products: product ID: 4965 .medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿a cautionary tale on atrial capture management, biventricular pacing, and recurrent asystole.¿ the journal of innovations in cardiac rhythm management, 10 (2019), 3848¿3852. Doi: 10.19102/icrm.2019.101001. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable pulse generator (ipg) system. The article reported that the patient presented for cardiac catherization and subsequent hospitalization to evaluate the ¿neurological spells¿ that were ¿possibly related to the remote perioperative stroke.¿ the night prior to the procedure there were noted asystole periods. Device interrogation revealed normal parameters; however, further investigation noted that the left ventricular (lv) lead showed ¿possible high lv threshold,¿ as well as ¿inability to measure lv thresholds.¿ the author also suggested possible lv ¿failure,¿ and/or right ventricular (rv) lead oversensing. Reprogramming was completed. The system appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.